Event description:
A other health care professional contacted technical service to report that the uno 102 ee had an issue, the left leg was bent off the floor. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Uno 102 mobile lift has electric raising and lowering of the lift arm. Uno mobile lift is intended mainly for use in post acute care facilities like nursing homes and other care homes in the most common lifting situations, for instance, transfers between bed and wheelchair, to and from toilet and for lifting to and from the floor. Uno mobile lift has three alternative height settings, in order always to provide the optimum lifting height. A device inspection is pending, all relevant information received over the course of the investigation will be submitted in a supplemental report.

Manufacturer narrative:
Due to the lift being over 19 years old, the customer decided not to repair the lift and discarded the device. It was concluded that the damage was caused by abuse. Uno 102 mobile lift has electric raising and lowering of the lift arm. Uno mobile lift is intended mainly for use in post acute care facilities like nursing homes and other care homes in the most common lifting situations, for instance, transfers between bed and wheelchair, to and from toilet and for lifting to and from the floor. Uno mobile lift has three alternative height settings, in order always to provide the optimum lifting height. Although there was no associated adverse event, if the lift leg was bent it could cause the lift to tip over during use which could lead to serious injury or death.

Event description:
A other health care professional contacted technical service to report that the uno 102 ee had an issue, the left leg was bent off the floor. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.